Event description:
It was reported that the patient presented for an unrelated procedure. Diagnostic imaging revealed the lead had dislodged into the right atrium. No information is available as to the resolution. The lead remains implanted.

Manufacturer narrative:
.